Event description:
It was reported that during replacement of a new safety disk in the cs300 intra-aortic balloon pump (iabp) by the facility's medical engineer, the safety disk was tested and did not pass the inspection. It was noted that the membrane was protruding from the overlapping part. This is an out-of-box (oob) failure of the safety disk. There was no patient involvement and no adverse event was reported

Manufacturer narrative:
The customer returned the suspect safety disk assembly to getinge¿s national repair center (nrc) for evaluation.  A senior technician evaluated safety disk assembly and verified that the diaphram was protruding out from between the chamber safety disk nipple end and the safety chamber disk patient side. The technician then installed the safety disk assembly into cs300 test fixture and it tested to factory specifications per cs300 service manual and it failed safety test leak test and k6,k6a,k7,k8 leak test. The nrc technician scrapped and retaining safety disk assembly in nrc per procedure.

Manufacturer narrative:
Following the replacement of the safey disk, the iabp unit was cleared for clinical use and returned to the customer. It has been confirmed that the suspected faulty safety disk is in transit to the manufacturer for out of box failure analysis. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during replacement of a new safety disk in the cs300 intra-aortic balloon pump (iabp) by the facility's medical engineer, the safety disk was tested and did not pass the inspection. It was noted that the membrane was protruding from the overlapping part. This is an out-of-box (oob) failure of the safety disk. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and checked the operation of the iabp unit which produced inadequate results. After confirming the protrusion of the membrane which is not seen with other safety disks of the same model, the fse replaced the safety disk. The suspected faulty safety disk is being returned to the getinge national repair center (nrc) for further investigation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during replacement of a new safety disk in the cs300 intra-aortic balloon pump (iabp), the safety disk was tested and did not pass the inspection. It was noted that the membrane was protruding from the overlapping part. This is an out-of-box (oob) failure of the safety disk. There was no patient involvement and no adverse event was reported